Event description:
It was reported that the device was used in an unknown procedure. The device broke in half during the procedure. A 2 inch piece had to be retrieved from the abdomen, there were no other consequences to the pt.